Event description:
Healthcare professional reported left side fluid collection cc unknown, rupture, and exchange. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed 1 opening assessed as surgical damage. ¿ seroma-late: unable to observe as it is not related to the device. No other observations observed, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, d6b, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side fluid collection cc unknown, rupture, and exchange. Device remain implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture.